Event description:
It was reported that after announcing a meal, the ilet user experienced elevated blood glucose that rose to 260 mg/dl and later decreased to 190 mg/dl, and the user noted making additional ¿more than¿ meal announcements to avoid prolonged highs on a recently replaced pump. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified, and that the behavior was related to the user interface and use of an incorrect size meal announcement, with the pump operating conservatively during the learning period. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.